Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7999776.

Event description:
It was reported that during patients ipg replacement physician noticed that patients had migrated up to t5 level on right. Surgical intervention took place where the lead was explanted and replaced. Therapy restored. Related manufacturer reference number: 1627487-2023-00785.

Event description:
This is a correction report to correct the reported device information. The revision was on the scs system not drg as originally reported.

Manufacturer narrative:
The event of a patient controller displaying the message " replace generator soon¿ was reported to abbott. The issue was resolved with replacement of the ipg. During the procedure the lead and anchor were replaced as well. The lead had migrated, and the anchor appeared open. Effective therapy was restored. Visual inspection of the lead found it was returned complete. Microscopic inspection of the lead did not identify any anomalies or broken wires. The returned lead passed output resistance and inter-channel continuity testing. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Corrected data: device and manufacturing info were corrected.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.